Event description:
It was reported that during a pta/stenting treatment procedure, difficulties were encountered with the express2 monorail stent. The lesion being treated was a mildly calcified, 95% stenotic lesion in a tortuous obtuse marginal graft. The physician used a 6f introducer sheath for vascular access. Numerous attempts to cross the lesion with the express2 monorial stent were unsuccessful. When the delivery system was removed from the pt, the stent was stripped off the balloon when it reached the guide catheter. The physician changed to an 8f introducer sehath and attempted to snare the stent, but was unsuccessful. An unspecified stent was used to secure the express2 monorial stent against the vessel wall. The pt was taken for repeat coronary artery bypass surgery to treat the lesion. It is reported that the pt did well in surgery and has been discharged from the hosp.